Manufacturer narrative:
Event was notified to the manufacturer on 06-june-2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower uterine caesarean section, the patient was sutured into two layers using the device. When the doctor ligatured blood vessels, the sutures were easy to break which caused the blood vessels to slipped due to a line break. After an hour and 40 minutes observation, the patient had a shallow and rapid breathing. The patient had a thready pulse. The blood pressure was 97/60mmhg (the blood pressure before operation was 110/79mmhg). The amount of bleeding increased to 200ml. The patient was treated with fluid solution of 1000ml immediately. The doctor replaced the device to complete the procedure.